Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem of 'randomly turns off' was recorded in the event history log (ehl) review as 'improper shutdown!' Messages, but it was not duplicated during evaluation. Evaluation did not reveal a device malfunction during testing. The 'improper shutdown!' Alarms in the log were likely a result of normal pump operation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump randomly turns off. There was no known patient injury or medical intervention associated with this event. No additional information is available.